Manufacturer narrative:
Product event summary # s7 blue screen with straight probe. Analysis of the 9733856 found insufficient information. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that when the site switched to straight probe the screen of the navigation screen went blue. The procedure was completed with the use of navigation. There was no delay to the case. No known impact on patient outcome.